Manufacturer narrative:
The reported events of inability to interrogate, no audible feedback, premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The patient's pacemaker exhibited no magnet response and failed to be interrogated due to premature battery depletion. It was noted that the auditory elective replacement indicator notification was not received. The pacemaker was explanted and replaced. The patient was stable.